Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of on an orthopedic procedure, the doctor put the suture stand through the loop but it began to open and unravel. The doctor had to use another suture to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product one suture and one needle. The product was returned with the loop intact. The needle was observed to be attached to the suture. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Pmv cannot confirm the reported condition of loop broken because the loop was not broken or unraveled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of on an orthopedic procedure, the doctor put the suture stand through the loop but it broke and unravel. The doctor had to use another suture to complete the case. There was no patient injury.